Manufacturer narrative:
D.9 updated as the pump was returned for investigation. The investigation has been completed. The impella 5.5 was returned for evaluation. Upon visual inspection, biomaterial was observed on the impeller blade and wrapped around the outflow cage. Real time logs from the case showed a motor current spike with a spike in pump flow with more saturated flow after spike. Additionally, placement signal spiked with an increase in purge pressure and drop in purge flow at time of motor current spike. Clinical details noted that lots of biomaterial was present in the graft. The root cause of the saturated flow was due to biomaterial ingestion. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ g.1 revised reporting contact facility name and fax number as information was inadvertently omitted on the initial manufacturer device report number 1220648-2024-12938. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2024-12938 in accordance with updated procedures.

Event description:
The user facility reported a 65 year old male patient was on impella 5.5 support when a saturated pump flow was observed. There was "position in aorta" alarms despite placement verified on transthoracic echo. There was left ventricle signal uncoupled and max/min flow was close to matching. The decision was made to remove and replace the pump. Biomaterial was observed. There was no patient harm reported.

Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock state the following section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿